Event description:
It was reported that this artificial urinary sphincter (aus) was not working due to fluid loss in the cuff. The cuff and the balloon were explanted and replaced. There were no patient complications reported.